Manufacturer narrative:
An investigation determined that the issue was not caused by merge unity but was an error by the image modality vendor, (B)(4) had incorrect image position information for all angulated views in the dicom message.

Event description:
Merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. A merge unity customer contacted merge (case (B)(4)) and reported a physician was reading tomo and the reference lines for lateral to medial are not correct. It was determined to be a potential safety issue because the incorrect display of the reference lines could contribute to diagnosis errors. An investigation determined that the issue was not caused by merge unity but was an error by the image modality vendor, (B)(4) had incorrect image position information for all angulated views in the dicom message.

Manufacturer narrative:
A correction report (B)(4) was erroneously referenced in the initial MDR. There was no recall associated with this MDR. This supplemental report is being submitted to remove the reference to the recall report.